Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample was in used conditions without its original packaging. No visual discrepancies were found. A syringe was used to inflate the cuff and suction line of the sample and was submerged under water in order to verify for leaks or discrepancies. Leakage was observed between the valve and pilot balloon. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue could not be confirmed during evaluation; however, the most probable root cause is that solvent was missing between pilot balloon and valve, and a lack of detection by the production personnel on the leak test area. Actions were taken to mitigate the reported issue: updates were made to the maintenance procedures to reference the correct parameters for the solvent dispenser. The supervisor and quality engineer retrained the manufacturing personnel on the appropriate procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was in use with patient. The reporter stated the device leaked air near the cuff connection. No adverse effects to patient reported.